Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced ineffective stimulation. Lead migration was confirmed by CT scan. Surgical intervention may be pending.

Event description:
Additional information indicates the system was explanted and replaced to address the issue. The ipg was electively replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.